Event description:
It was reported that the footrest was damaged and may not have locked. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The user facility in (B)(6) provides pictures and details related to the alleged issue. It was found that though the footrest (calf support) was cracked, there was no effect on its functionality.

Event description:
It was reported that the footrest was damaged and may not have locked. No adverse consequence or clinically relevant delay in treatment was reported.